Manufacturer narrative:
Update to b7 (other relevant history), h10 to reflect medical records: medical records were provided and reviewed by our product quality clinician. At 3 years and 3 months post tavr an echo confirmed moderate to severe paravalvular leak (pvl) with no central regurgitation. The patient presented with shortness of breath (sob) per report and a balloon valvuloplasty (bav) was recommended. At 3 years and 6 months, an elective post implant bav with a 29mm edwards balloon catheter via right tf approach was performed. Dilation was performed x2, first with +3cc nominal, and then +4cc nominal. The post dilation was successful and reduced the pvl to mild. There was no significant central regurgitation post bav. The patient is stable. The patient was discharged, and an echo revealed mild/moderate 'paravalvular ai' and will continue anticoagulant regiment and routine follow up.

Event description:
Initially reported that a bav was performed at 1 year and 7 months post tavr. After review of the event, a bav was performed at 3 years and 6 months post tavr.

Manufacturer narrative:
A supplemental MDR is being submitted based on updated information from the edwards field clinical specialist. Approximately at 5 years and 2 months, the patient has presented with severe paravalvular leak (pvl) after bav that was performed approximately 3 years and 6 months post tavr there are plans to treat the patient with recommended surgery. There is no report of treatment at this time. Correction: the following section of this report has been updated (b5): describe event or problem.

Manufacturer narrative:
A supplemental MDR is being submitted as during an administrative review of the complaint file it was noted that the incorrect hospital was referenced. Section e1 (establishment name, address and telephone number) have been updated.

Event description:
As reported by the edwards field clinical specialist, approximately 3 years and 6 months post implant of a 29mm s3 valve, a balloon valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl). The pvl was reduced from moderate to mild. Per report, the valve was functioning normally.

Manufacturer narrative:
The valve will not be returned as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors caused or contributed to this event. However, at this time other potential contributing factors are unknown as limited clinical information was provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted in the patient.